Manufacturer narrative:
A flexiva 365 laser fiber was received for evaluation. Visual examination of the returned device revealed that the laser fiber was broken in two pieces. The first piece measured approximately 182cm from the top of the sub miniature-a (sma) connector to the break; the second piece measured approximately 99cm from the break to the distal tip. The exposed glass tip measured approximately 3.5mm and appeared unused. No damage was also noted to the fiber face within the sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was bright, clear, and round with an effective transmission of 70.8%. The condition of the returned product confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 365 laser fiber was to be used in a procedure on (B)(6) 2016. According to the complainant, during preparation, the device was opened and they noticed the laser fiber was broken. No damage was noted on the packaging. The procedure was completed with another flexiva 365 laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 365 laser fiber was to be used in a procedure on (B)(6) 2016. According to the complainant, during preparation, the device was opened and they noticed the laser fiber was broken. No damage was noted on the packaging. The procedure was completed with another flexiva 365 laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.